Event description:
On (B)(6) 2012, the patient's son contacted animas alleging that the pump's date and time were reverting to the default settings with battery changes and stated the date and time were also changing on its own without a loss of power. The patient's son reported that on the day prior he had replaced the pump's battery. At that time the pump powered on with default date and time. The patient's son claimed he was aware that the time and date were incorrect and he entered the correct date, time and mode on the pump. However, on the following day, he noticed the time was incorrect and set to military time. The patient's son reported that the patient suffered a low blood glucose (bg) on the morning of (B)(6) 2012 due to the incorrect time. The reporter stated the patient's bg was 47 mg/dl at 5am and had symptoms of sweating. In response to the low bg, the patient's son stated he gave his father a glucagon injection and his bg responded accordingly. 15 minutes after glucagon injection, the patient's bg was 100 mg/dl. At the time of troubleshooting, animas customer support noted that the pump's date was also incorrect and assisted the reporter with changing the pump settings to 12 hour mode in addition to correcting the date and time. Customer support also noted that the patient's basal rate is lower during nighttime hours. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia after the pump time allegedly changed inadvertently.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box did not show the time and date reverting to default settings after rebooting. The black box did show a manual time change on (B)(4) 2012 from 22:32 to 10:32. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.